Event description:
It was reported that the patient was experiencing inadequate and non target stimulation despite reprogramming attempt. It was noted that the lead had migrated. The patient underwent a lead replacement procedure. The explanted device will not be returned as the hospital kept it.

Event description:
It was reported that the patient was experiencing inadequate and non target stimulation despite reprogramming attempt. It was noted that the lead had migrated. The patient underwent a lead replacement procedure. The explanted device will not be returned as the hospital kept it.